Manufacturer narrative:
The device was received by the spacelabs healthcare equipment service center (esc) for evaluation. The esc technician evaluated the device where they were unable to verify the reported issue. The technician did find that the connector pcba was affecting the external nurse alert system, and the cpu pcba had some worn connectors. However, these would not contribute to the original reported issue. After the device was repaired, it was returned to the customer. The cause could not be determined as the reported issue was not duplicated. Correction made to d1 and d2.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring patients, two xhibit central stations (xcs) would restart unexpectedly. The customer biomed performed troubleshooting and traced the issue to a qube bedside monitor. When the bedside monitor was added to a zone on the xcs, the xhibit software would crash and restart. Once the monitor was removed from use, no further issues have been reported. A product support specialist requested the monitor be shipped to spacelabs healthcare for further evaluation. At this time the device has not been received. A follow-up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.